Event description:
Report that customer had allergic reaction to product. No further info available. (B) (4).

Manufacturer narrative:
This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Accordingly, this MDR is being submitted as voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.